Manufacturer narrative:
287978 evaluation statement: the reported event of a cracked bezel could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "cracks found during pm on the internal bezel. The bezel was replaced. A pm was completed after the repair to ensure the pump operates to manufacturer specs. There are no cracks on the pump now returned to use." An incomplete date of event of (B)(6) 2019 was provided. There was no report of patient involvement, event occurred during preventive maintenance. The customer reported that ;"the internal bezel has been repaired, it was a cosmetic issue on our end, no corrosion or liquid has ever been found inside any pumps that we've repaired, because of this nothing has been sent to bd."